Event description:
It was reported that the balloon was damaged. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified artificial arteriovenous fistula of the left upper limb. An 8.0 x40, 75cm gladiator? Elite was advanced for dilation. However, during the first inflation at 18 atmospheres, the pressure was noted to be reduced. After the balloon was removed, it was found to be damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximally from the distal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that the balloon was damaged. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified artificial arteriovenous fistula of the left upper limb. An 8.0 x40, 75cm gladiator? Elite was advanced for dilation. However, during the first inflation at 18 atmospheres, the pressure was noted to be reduced. After the balloon was removed, it was found to be damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.